Manufacturer narrative:
Approximate age of device - 3 years, 1 months. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient had a history of multiple gastrointestinal bleeds and anemia. The patient received 3 units of packed red blood cells (prbc) in the last week of (B)(6) 2018. Additional information has been requested but not provided.